Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was 400 mg/dl. The customer was treated with manual injection and pump. Customer was admitted to the hospital as a result of high blood glucose. Customer was advised to call the helpline when she is prepared to document the hospitalization and troubleshoot further.